Manufacturer narrative:
This supplement serves as a correction. Upon reassessment, the reported flow rate failure mode has been determined to be non-reportable. Our evaluation concluded that the event did not pose a risk to the health of patients, users, or bystanders. Furthermore, the report did not allege a serious injury or death, nor would a recurrence of the reported issue be expected to cause or contribute to a serious injury or death. In addition, the reported ground resistance and occlusion issues were reported inadvertently. There were no reported issues with ground resistance and occlusion. Reference to complaint #(B)(4).

Event description:
On 08/22/2024, znyo medical received a report that during the preventive maintenance (pm), the device had failed the 30 psi, the flowrate and the ground resistance test. No patient was involved.

Manufacturer narrative:
There are no previous complaints on the device related to the issue. Testing results were reviewed. It was discovered that there were discrepancies in the test records. Ncr #2024-018 had been initiated to address the discrepancies. This pump underwent routine maintenance testing by "intuvie" provider where it was detected that the 30 psi value (p.I) failed under the required parameters, the flow rate and the ground resistance test had failed. The pump needed to be calibrated and the power filter component changed. The pump calibration and replacement of the component confirmed to have successfully addressed the issues. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint # (B)(4).